Event description:
It was reported that charging cable was damaged and stopped working after metal part on cable broke two days before report, although pump itself had no issue and was able to charge with third-party cable. There was no reported impact to the customer¿s blood glucose level. Customer used backup insulin pump and multiple daily injections for therapy as needed, requested cancellation of replacement pump order, and technical support arranged replacement of damaged charging supplies with two-day shipping to resolve issue.